Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative hcg results on the alere hcg cassette (20) on one pt who was (B)(6) weeks pregnant. The pt was being tested prior to an x-ray. The following information was reported: last mentrual period first documented as (B)(6) 2013 but subsequent documentation states (B)(6) 2013. Kit opened (B)(6) 2013 (not new at time of test; half of kit remaining). Experienced sr. Technician performed test and external qc passed as expected. Internal control line evident, background clear. Kit stored at room temperature. Verified technique / procedure to be correct and timer used. Visual inspection of urine sample: ok, nothing unusual. Urine collected in dry clean container and tested immediately upon collection. Confirmation via ultrasound done (B)(6)(approximately (B)(6) weeks pregnant). Pouch opened just prior to testing. No migration, leakage or bubble issues observed on device when inoculated. No quantitative confirmation. No specific gravity result. No sample available for investigation. Customer declined return testing. There was no reported adverse pt sequela. There was no comparative testing or pt information provided.